Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019. The manufacturer's field service engineer confirmed the reported problem and reseated the connections of the vga board. The device then worked properly.

Event description:
The customer reported a ventilator in which the display was not clear, and had lines missing. This event was reported to have occurred during clinical use - however, there was no allegation of harm associated with this report.